Event description:
It was reported a balloon ruptured on the first inflation during pre-dilatation prior to stent placement for an iliac angioplasty procedure of a highly calcified lesion. Other balloon catheter were used to successfully complete the procedure without patient complications. The device was received, evaluated, and retained by this manufacturer. The engineering evaluaiton revealed a kink at the strain relief. A kink was also noted under the balloon 1.4cm distal to the proximal radiopaque marker. The shaft under the balloon was corkscrewed. A pin-hole leak was located 5.2cm distal to the proximal radipaque marker. Scratches and wrinkles were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Stent placement may be indicated when it is believed angipoplasty alone will not achieve good results. This device displayed characteristics consistent with overpressurization, a corkscrewed shaft under the balloon as well as contact with a sharp external source, scratches and wrinkles on the balloon surface. Co's follow up also indicated this device was used in a highly calcified lesion. Co believes the above factors contributed to this event and do not attrribute it to the device. Co's directions for use state: "due to the extremely thin wall thickness of the ultra-thin tm balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."